Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; after several attempts the device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, after waiting fifteen seconds and slowly firing, the surgeon transected jejunum with white reload. The row of staples furthest from the cut line was not all completely/consistently formed. The surgeon over sewed the stapled line. There were no patient consequences. Photos were returned. After review by the ees (B)(4), based on what is visible and the event description, in my opinion this may have been a case where the anvil and the cartridge channel were misaligned. There is not sufficient photo evidence to determine and/or provide any additional detail around possible cause.